Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for post implant follow up. Interrogation revealed one shock for vt was delivered but did not convert the patient's rhythm. An increase in capture threshold and a fluctuating sensing measurement were also noted. X-ray revealed the rv lead had dislodged into the atrium. The svc portion of the lead was in the cephalic vein. The atrial lead had also dislodged. It appeared that the rv lead was wrapped around the ICD. The physician suspects twiddlers syndrome. Lead was explanted and replaced.